Manufacturer narrative:
(B)(6). The device was manufactured from march 26, 2019 - march 29, 2019. The device was received for evaluation containing no fluid in the bladder because the tubing line had been cut by the customer to drain the fluid out. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The blue winged luer cap was observed to be securely tightened. The device was functionally tested by filling the bladder with fluid to a nominal volume. The device was observed during fill and monitored for twenty-four hours thereafter and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. It was further reported, "the blue winged cap is closed." The set was filled with fluoruracil and 0.9% sodium chloride (nacl) to a total fill volume of 240ml. This occurred prior to patient use. There was no patient involvement. No additional information is available.